Event description:
During the procedure the first assist and the surgeon noticed the suction irrigator was smoking. The smoke was coming from the buttons on the handheld side in the sterile field. It was immediately removed from the sterile field. The motor was continually running and did not shut off even when not in use. It stopped once we cut the line to the suction irrigator. No patient harm came from the event.